Event description:
The medical affairs specialist attempted unsuccessfully to speak to the lay user/ pt for more clinical info. A letter has been sent to reach the pt. The health care professional (hcp) contacted lifescan on behalf of the pt alleging that segments were missing on the one touch ultra. The pt had felt cold, dizzy and was shaking at the time of testing. She did not test herself on the ultra meter. She took insulin and contacted a medical professional for advice. She went to the hosp where she was treated with glucose. She was tested on another device and received a 106 mg/dl and a 108 mg/dl. There was a 14 minute difference between the two readings. There is also no info on whether the 106 and 108 mg/dl was taken on the hosp meter. The meter is not a new meter (out of box) and there is no info on how long the pt had experienced the segments missing on the ultra meter. Customer care agent (cca) sent the pt a replacement meter.